Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed blood backed up in the tubing. The reported condition was verified. The cause of the backflow could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was blood backflow from the central line during use of a clearlink system solution set. This was observed during patient use with unspecified fluids running at 19ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.